Event description:
Based on add'l info rec'd on (B)(4) 2014, the case was upgraded to serious as the pt rec'd treatment with prednisone for the event of inflammation at her right leg. This unsolicited device case from (B)(6) was rec'd on (B)(6) 2014 from a pt. This case is cross referenced to (B)(4) (same pt). Based on add'l info rec'd on (B)(4) 2014, an add'l event of inflammation at her right leg was added. This case involves a (B)(6) female pt who developed inflammation at her right leg, was able to get around with a cane and was always in pain after receiving treatment with 1 injection of 6 ml with no relief in hip (therapeutic product ineffective for unapproved indication). The pt rec'd two injections of synvisc in the past w/o any relief. The pt's medical history was significant for surgery of the vertebral column and renal problem. Relevant concomitant medication reported includes pregabalin (lyrica) for problem of nervous system in hands due to vertebral column, hydromorphone and zopiclone for unable to sleep. On (B)(6) 2014, the pt rec'd treatment with synvisc one injection at a dose of 6 ml, once (batch/lot number and expiration date: unk) in the hip (off label use) for osteoarthritis. It was reported that the pt was always in pain after receiving treatment with no relief. Furthermore, the pt was able to get around with a cane. On an unk date in (B)(6) 2014 (since 3 weeks), the pt started to have inflammation (pain and swelling) at her right leg and it helped with pain. The pt rec'd treatment with prednisone for inflammation at her right leg and it helped with pain. The pt rec'd treatment with prednisone for inflammation at there right leg. It was reported that the swelling had gone, it was mild compared to pain. Corrective treatment: tramadol hydrochloride (tridural) for the event of always in pain after receiving treatment with 1 injection of 6 ml with no relief and not reported for the event of able to get around with a cane and acetaminophen and prednisone for the event of inflammation at her right leg. Outcome: able to get around with a cane: unk. Always in pain after receiving treatment with 1 injection of 6 ml with no relief- not yet recovered. Inflammation at her right leg: not yet recovered. Add'l info was rec'd on (B)(6) 2014 from a pt. The case was upgraded to serious. The pt's medical history, concurrent condition and concomitant medication was added. An event of inflammation at her right leg was added. Corrective treatment was updated. The clinical course was updated. Text was amended accordingly. F/u info was rec'd on (B)(4) 2014. No new safety info was rec'd, ptc investigation report rec'd was already processed. Therefore, the f/u was processed as nni.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criteria: intervention required for the event of inflammation at her right leg. Add'l info was rec'd on (B)(4) 2014. Ptc investigation report was added. Add'l info was rec'd on (B)(4) 2014. Ptc results are updated. On (B)(4) 2014 investigation from genzyme: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. Pharmacovigilance comment: sanofi company f/u comment dated (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of inflammation at her right leg, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.